Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to resistance on the axis. The system was tested and verified as ready for use. Isi has received the usm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the universal surgical manipulator (usm) 2 instrument clutch turned yellow after system startup. The port clutch led on usm2 turned blue, however the usm did not complete self-testing. The led at the instrument clutch stayed yellow. The customer restarted the system several times, however the issue did not clear. The customer manually pushed down on the usm2 carriage axis and the usm passed self-testing. Upon system restart however, the usm2 instrument clutch again stayed yellow and the usm did not pass self-testing. The procedure was aborted to another system. The system logs did not show any related errors against usm2. The ports were not in place when the issue occurred. No known impact or patient consequence was reported.